Event description:
Customer reported hospitalization due to low blood glucose. Customer was found unconscious. The blood glucose reading at the time of the event was less than 20 mg/dl. The paramedics were called and customer was transported to hospital. Customer stated that the insulin pump overdelivered insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.